Event description:
It was reported that the system 7 recip saw was allegedly leaking an unknown substance upon receipt of the loaner unit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of an unknown substance on the loaner device was not confirmed. During the functional inspection there was no active leaking observed and no symptom failures were identified. The handpiece was observed to perform and appear as designed.

Event description:
It was reported that the system 7 recip saw was allegedly leaking an unknown substance upon receipt of the loaner unit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.